Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported. This follow up corrects that information.

Event description:
(B)(4). The dentist reported that 1 week after the dental implant was installed in patient's mouth, it was verified its non- osseointegration. In addition, 55 ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type ii.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 1 week after the dental implant was installed in patient's mouth, it was verified its non- osseointegration. The 55 ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type ii.